Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced frequent dexcom g6 cgm disconnections from the ilet, resulting in loss of glucose readings on the ilet and suspected inappropriate insulin delivery, along with insufficient infusion supplies before the next scheduled shipment; no occlusion, leakage, or alarms were reported, and replacement infusion sets and connectors were arranged with expedited shipping. Symptoms included transient hyperglycemia with a reported blood glucose of 183 mg/dl and no associated adverse symptoms. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included troubleshooting and education during the call, including guidance to contact support during an active disconnection to capture data. Investigation of this case revealed a pairing or connectivity failure between the dexcom g6 and the ilet, with intermittent reconnection reported by the user and no evidence of infusion set failure. It was concluded that intermittent cgm-to-ilet connectivity led to missed or delayed automated insulin dosing and transient hyperglycemia without clinical sequelae. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.